Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 437 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the customer had changed her infusion set numerous times as a result of no delivery alarms. The insulin pump alarmed no delivery during the prime test. The prime test was attempted again with a new infusion set and reservoir, and again the insulin pump alarmed no delivery. The customer was advised to revert to a backup plan until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.